Manufacturer narrative:
It was reported that the ventilator generated a technical error code indicating a communication error. The field service engineer verified the reported technical error code and replaced the breathing control printed circuit board (pcb) according to the recommendations in the service manual. The ventilator was returned to the customer and cleared for clinical use after passed functional tests. The evaluation of received device logs confirms several occurrences of the reported technical error code. The first time during startup on march 08, 2021, together with a error code for a breathing communication or control error. The date of event is updated accordingly. The returned control pcb was installed in the reference ventilator. The reported issue could initially be confirmed. The system software was reinstalled and after that two pre-use check and two weeks of simulated test ventilation passed. If the reported startup error code appears, an audiovisual alarm will be generated and ventilation cannot be started. If the underlying defect appears during ventilation, ventilation will stop and the user will be notified by a generated alarm and the corresponding technical error code. The conclusion in this matter is that the reported issue could initially be confirmed but the control pcb worked without deficiency after a software re-installation. Incipiently bad memory components may be the cause, but this could not be confirmed.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the ventilator generated a technical error code indicating a communication error. There was no patient harm. Manufacturer's ref #: (B)(4).